Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, discomfort, extrusion/erosion, tearing and bleeding, pain attempting or during intercourse, and recurrent urinary problems. No further information has been provided.